Manufacturer narrative:
The insulin pump had a flashing white lcd due to a cracked lcd controller. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to a flashing white lcd. Unable to verify the start/boot up anomalies or communication anomalies due to a flashing white lcd. The device had a scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained serial number label, and a severely faded end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.